Manufacturer narrative:
The device was returned, however, the analysis is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the left subclavian/axillary approach, cardiopulmonary resuscitation (CPR) was performed for diminished blood pressure. An echocardiogram during the procedure revealed a perforation and pericardiocentesis was performed. A pericardial window was done, confirming the left ventricle perforation a nd a successful open repair was performed, suturing the perforation in the left ventricle apex. The patient remains stable, but still was under general anesthesia. The physician felt that the shape, length, and location of the left ventricle perforation was consistent with a guidewire perforation. The physician inspected the guidewire and delivery catheter system (dcs) and did not see or feel any defects or issues that could have led to the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of the guidewire at the quality laboratory, the returned guidewire found it was returned in a tightly coiled position, without a holder, inside a biohazard bag. Visual analysis of the distal tip of the guidewire, found that it had a bend at the j tip area. The outer curve of the distal tip of the guidewire was within the 30+/-5mm spec. However, there was a bend / kink at the j tip area. There were also moderate longitudinal scratches observed on the coating along the core wire section of the guidewire. The end coils were slightly loose and stretched distal to the tapered glue bond; however, the glue bond was in intact with no cracks or damage. The procedural images and videos were requested but were not provided. Without additional information such as imaging, the root cause for the left ventricle (lv) perforation by the confida brecker guidewire cannot be confirmed. The user did not report any unusual manipulations of the guidewire during use, and it was reported that they did not perform any pre-shaping of the guidewire. Upon detailed examination, scratches were observed on the distal coil of the guidewire, indicating that the guidewire was potentially jammed / stuck and then possibly removed with force. Damage indicated that the guidewire caused the reported trauma / perforation of the left ventricle. The lot history review (lhr) for this confida guidewire, found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event the confida brecker guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and mitigate the variability associated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the transcatheter aortic valve replacement (tavr) procedure, or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a tavr delivery system tracked over the guidewire and to mitigate the risk of lv perforation. In addition, cardiac perforation is a known potential patient adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. If information is provided in the future, a supplemental report will be issued.